Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from 45% to trigger elective replacement indicator (eri), within an eight month period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was reassessed and a new replacement window was provided. The patient and the palliative care team have decided not to replace the device. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from 45% to trigger elective replacement indicator (eri), within an eight month period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was reassessed and a new replacement window was provided. The patient and the palliative care team have decided not to replace the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.